Manufacturer narrative:
The customer replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 3.3v and 5v failure occurred. The device was in use on a patient at the time of the reported issue being discovered; however, there was no harm to the patient or user. The customer requested the part number for the power management (pm) printed circuit board assembly (pcba). The remote service engineer (rse) provided the customer with the part number of the pm pcba to order and replace.